Manufacturer narrative:
Company representative evaluated the unit and replaced the o2 module. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the beneview monitor, which may have resulted in loss of o2 monitoring. No patient injury was reported.